Event description:
It was reported that the patient was experiencing difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, (sn (B)(6)). Device evaluation indicated that the ipg passed all tests and revealed normal device characteristics.

Manufacturer narrative:
Exact date unknown, event occurred about three months ago.

Event description:
It was reported that the patient was experiencing difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.